Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 210 dialyzer occurring on an unk date. Incident occurred at start of treatment, noted on blood leak alarm and verified with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 300 cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.